Event description:
A 4 x 5 centimeter portion of black vaginal mesh eroded through the vaginal epithelium in the midline of the anterior vaginal wall beneath the mesh. The vaginal tissue had epithelialized. We also noticed pus coming from the urethral meatus.